Event description:
Patient (user) experienced some blood in his urine. The last time he had a uti his doctor gave him 2 prescriptions for the antibiotic in case he needed treatment again. He took the antibiotic and within a few days there was no blood in his urine and he felt fine. He has had repeated utis in the past so he knew the symptom (blood in urine).